Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse re-aligned the sample probe as it was touching the tube when aspirating from the track. The cse re-aligned the stop gate at turning disc. The cse also replaced the turning disc as the carrier was moving at the stop gate. The cause of the dropped tube is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The aptio automation system track dropped sample tubes at the advia centaur gate, causing the samples to empty on the track. There are no known reports of patient intervention or adverse health consequences.

Manufacturer narrative:
Additional information (08/11/2016): a siemens customer service engineer (cse) replaced the spur motor. A siemens headquarter support center (hsc) specialist evaluated the event data. The cause of the dropped tube was due to a defective motor at the spur gate. Hsc concluded that a defective motor could cause non linear motion which could jerk the tube out of a carrier. The instrument is performing according to specifications. No further evaluation of the device is required.